Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
D6b: explanted date: device was not explanted. E3: occupation: tech. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The patient developed a pseudoaneurysm the following day after using the 6 french angio-seal. The account stated it could be user error as well. The procedure performed was a neuro ir cases. Additional information was received on 19nov2025: a pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion, deployment, or withdrawal of the device. No blood loss was reported. The patient was stable. No multiple sticks were performed to gain arterial access. The puncture site was not below the common femoral artery or a low stick. An ultrasound (us) was performed to diagnose the pseudoaneurysm. No medical or surgical intervention was performed to treat the pseudoaneurysm. Cerebral intervention was performed.